Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged while monitoring a pt, the device's ECG signal noisy and unreadable when pads attached. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunctions.